Manufacturer narrative:
Evaluation: one atb45 device was returned with the handle shrouds opened at the rear end, otherwise in good visual condition and loaded with an unfired atr45b cartridge that was noted to be in good visual condition with the lockout in normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were broken. The returned cartridge was tested for functionality with a test device and it fired conforming. It should be noted that a 100% inspection takes place during manufacturing to ensure device meets the require specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that after closing the close trigger, the firing trigger could not be fired. Then changed another one to complete the or. There was not patient consequence reported.